Event description:
Case was started. Tech handed off suction and bipolar cord. When the nurse tried plugging in the bipolar cord, the "male" end of the cord would not plug into the ethicon machine. It kept "spitting" out the end of the cord. We got a new bipolar from an independent package and it plugged in just fine.